Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was complaining of abdominal stimulation during a reprogramming session. The patient also stated that the ins gets 'stuck' on their clothes. It was noted that the patient had fallen twice since implant. The rep attempted to reprogram numerous times using all electrodes. Impedances were within normal limits. The patient wanted the ins explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they started experiencing stimulation in their abdominal region about 3 months after implant. They sated that they had the device removed on (B)(6) 2019. No further complications were reported or anticipated.